Manufacturer narrative:
D9: device received on 1/14/2025. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a bent microswitch lever arm. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was constantly alarming. No other information has been provided.